Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left side diagnostic imaging indicated rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation. The hcp provided additional information that the device was found intact during surgery and was discarded. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.